Event description:
Procedure type: anterior resection. According to the reporter: after applying the device, the anvil did not tilt. Subsequently, a second anastomosis was performed to complete the procedure. No further information was disclosed.